Event description:
It was reported from germany that the controller changes from one power port to the other one before batteries are down to 25%. The battery was exchanged. There were no effects on the patient. The pump remains implanted. It was reported that the battery will be returned; however, it has not been received for evaluation as of the date of transmission of this report.

Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed occurrences of premature power switching events but the events did not occur while (B)(4) was connected to the controller. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The most likely root cause of the failure is a communication error between the controller and the batteries, which likely contributed to the event. However, no failure could be detected for (B)(4). Heartware has opened an internal investigation to evaluate these types of issues. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. Per the instructions for use (IFU): patients are instructed to always investigate, and if possible, correct the cause of any alarm. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller.